Event description:
The customer stated the device display showed the code of 072 but the code key is marked 472. A request was made for the return of the suspect device and replacement product was sent.